Event description:
Two coronary stents with delivery systems were successfully deployed at the target lesion site in the pt's left anterior descending artery. A third coronary stent with delivery system was successfully advanced to the target lesion site. During inflation of the balloon catheter to approximately 3 atmospheres, a pinhole leak was noted. A retrograde coronary vessel dissection from the circumflex artery to the left anterior descending and left main coronary arteries occurred subsequent. The pt was sent for emergency coronary artery bypass graft surgery. Surgery was successful and there were no additional sequelae reported relative to the event.